Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, rupture, gel bleed, "baker iii".

Event description:
Healthcare professional reported left-side "pain, hardening and discomfort after implants." Ultrasound captured "thickened lobulated contours associated with collections (probably seroma)", "hypersignal component adjacent to the left breast implant silicone only, which is related to extracapsular rupture", "gel bleeding", "baker iii" via MRI and ultrasound. Device remains implanted.